Event description:
It was reported that the programmer's screen hinge was damaged and that there was electrocardiogram noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a damaged screen hinge and electrocardiogram noise and the case, keyboard and link electronic module (lem) printed circuit board assembly were replaced. Additionally the lem was calibrated, the hard drive reconfigured and the software reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).